Manufacturer narrative:
An investigation is ongoing and a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.this event occurred in (B)(6).

Event description:
It was reported to siemens that the large display of the artis zee ceiling system failed during an interventional procedure. The patient was transferred to another system and the procedure was continued. We are unaware of an impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Returned parts showed several column driver faults and a defective output of the ladis assembly. A hardware defect could not be determined specifically. As we are unaware of any identical defaults of this nature, we consider this to be a singular event. The affected components were exchanged. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the affected components.